Manufacturer narrative:
Device manufacture date provided. Unique device identification (UDI) updated to proper value. Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while in a tumor resection, the physician observed an imprecision. It was noted that the imprecision was observed following generation of the burr hole. When the surgeon reached the lesion, the tumor could not be observed. The surgeon stated the imprecision was 1-2 centimeters. Further resection found the lesion and it was noted that the patient was on a mayfield holder tilted laterally. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.